Event description:
Procedure was started, laser was turned on, the flexiva was opened and set up to use with the laser, the surgeon had laser in the patent ready to use and the laser was just not working. The ready light (green) was not activated. The laser fiber did not work. The reference # for the product is m006l8406920 lot# 37579515 - the flexiva pulse ID: max pwer 100w. The laser fiber was removed from the laser machine and replaced by a new one. The procedure continued as scheduled.